Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated post-meal hyperglycemia with dinner despite meal announcements and correction doses while using the ilet system, with the user observing no leaks or site/tubing issues and a subsequent confirmed downward trend to 232 mg/dl after follow-up; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.